Event description:
It was reported that the pacing impedance had fallen. No oversensing and thresholds remain stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead had lower r waves and increased capture. Lead revision will be discussed.

Manufacturer narrative:
(B)(4)